Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed 5,808 units of this code batch. There are no units in stock. Received one closed sample. The needle of the sample received has been tested for bending strength and the result is into the current range for these needles. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the result of the needle of the closed sample received is into the current range for these needles, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint:(B)(6). It was reported that the needle broke during a surgical procedure.